Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause - user's test strip had poor storage (bathroom). (B)(4). Manufacturer contacted customer on 01/06/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of test results of 47 and 46 and 53 mg/dl using truemetrix meter and of 78 mg/dl using another device. Daughter stated the customer's expected range is very wide at this time, as his physician had been adjusting his insulin dosage levels for a few weeks (unrelated to truemetrix system results) and stated his expected fasting blood glucose range is between 70-300 mg/dl. During the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Daughter stated that on (B)(6) 2016, when the customer received the blood results of 47, 46 and 53 mg/dl, the customer seemed confused and so an ambulance was called in order to take customer to the emergency room due to very low blood glucose levels. Daughter stated that when the ambulance arrived shortly after, the customer produced a result of 78 mg/dl with the ambulance's device. Daughter stated that the customer did not proceed with going to the emergency room, as he had felt physically fine at that time and received an expected result of 78 mg/dl with ambulance's device. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date at time of call is less than one month ago. Daughter stated the customer has not had any recent changes in diet or exercise. Daughter stated the customer takes metformin, lantus, and novalog for diabetes management. The meter memory was reviewed for previous test result history: (B)(6).